Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report# mw5147897.

Event description:
User facility medwatch report# mw5147897 received states "during a high risk procedure, perclose device failed in right femoral artery. 1 perclose footplate retained in body, hemostasis achieved. No initial vessel damage or surgical repair noted post procedure. Device packaging sequestered if needed." Outcomes attributed to adverse event: hospitalization.